Event description:
It was reported that low r-wave amplitude was noted on the device. Abbott technical support was contacted, the session records were reviewed, and post-sensed t-wave oversensing (pstwos) was also noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.